Event description:
It was reported that a caregiver contacted support for high blood glucose after stating the pump stopped delivering insulin, noting the user had paused insulin delivery for exercise and later disconnected to take multiple daily injections; blood glucose increased from 209 mg/dl to 376 mg/dl, and subcutaneous insulin by pen was administered. Symptoms included hyperglycemia. Outcomes included no hospitalization or long-term impairment. Investigation included review of device telemetry, bionic report, and engineering logs. Investigation of this case revealed that the pump delivered insulin as commanded until the user paused insulin delivery, which prevented correction doses while basal delivery had been occurring before the pause; logs did not show a device malfunction during the period reviewed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.